Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure performed on (B)(6) 2011, the device was being used to ligate the cystic duct and artery. Four days post op the patient was returned to surgery and it was discovered that no clip was present. The surgeon stated that the device was used by preloading the clip before positioning over the tissue structure. All proper measurements were taken in using the device. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. If further details are received at a later date a supplemental medwatch will be sent. Conference call took place with ees sales rep and other ees associates and the following information was obtained: the rep was not present during the robotic assisted lap cholecystectomy. There was a lead surgeon in the console for the davinci and another surgeon applied the clips in the sterile field. The surgeon traditionally fires two clips on patient side and one clip on the specimen side. The clips fell off the cystic duct and the patient returned for a second procedure 4 days post op which was converted to open. The patient was discharged quickly after the second procedure. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.